Event description:
Customer reported, the system is displaying a communication error, and an x-ray disabled error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the lemo connector. System operates as intended.